Event description:
It was reported that a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump, and the customer was instructed on the steps to take upon receiving it. There was no backup therapy available, so the customer planned to contact their healthcare provider for further assistance. The customer was also advised on how to return the defective pump.